Event description:
It was reported that an asymptomatic patient presented in-clinic for follow up, post-paced t-wave oversensing was observed on real-time egm. Programming changes were made, and device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.